Event description:
Patient in for surgery to remove a leaking lap band. This product was removed, and a new one was implanted by physician. The original band was placed 13 months ago by physician. It was an ap standard lap band with regular profile port. He felt that there was a leak in the system.

Event description:
Patient in for surgery to remove a leaking lap band. This product was removed, and a new one was implanted by physician. The original band was placed 13 months ago by physician. It was an ap standard lap band with regular profile port. He felt that there was a leak in the system.